Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n292685003, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (8mg/ml at 1.7 mg/day), clonidine (500 mg/ml at an unknown dose) and bupivacaine (15 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient had not provided as much relief recently. A catheter dye study was performed by physician on (B)(6) 2020 and the catheter could not be aspirated. A therapeutic bolus was performed which was ineffective in providing any relief to the patient. During replacement of the catheter it was noted that the distal segment of the catheter had sheared off distal to the anchor and was unable to retrieve that segment. The explanted portion of the catheter was discarded. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.